Manufacturer narrative:
Concomitant products: (2)pri tubing, therapy date (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that about an hour after clearing the pump totals, the channel infusing tpn displayed a rate of 0 ml/hr and had infused 0ml in the previous hour; the intended infusion parameters were not provided. The device was reprogrammed and the infusion was restarted. The patient's blood glucose was 27. A d25 bolus was given and the subsequent glucose level was within normal limits. There was no lasting adverse effect on the patient.

Manufacturer narrative:
The customer¿s report of the pump found not infusing was confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log showed that at 5:39 am on 05 april 2016 the previous infusion at 25.3ml/hr was restored. At 9:36 am, the primary infusion completed and the device transitioned to kvo. At 9:46 am, the vtbi was changed to 100ml and infusion restarted. At 11:13 am, a delay for 15 minutes was programmed with the call back option set to none. At 11:29 am, the infusion started after the 15 minute delay. At 2:00 pm, the primary infusion completed and stopped. The pump module display was blank for the rate and showed infusion complete. No kvo infusion occurred because the infusion was programmed as a delay start. At 2:09 pm the volume infused was cleared. At 2:54 pm, the user changed the vtbi to 100ml and started the infusion. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported event was user programming, selecting delay start with no call back after.